Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent an anterior lumbar fusion at l4-5, l5-s1 using rhbmp-2/acs, combined with allograft, placed inside of an interbody cage. Following the surgery, the patient developed severe unremitting back pain. The patient underwent additional imaging. CT scans from 2009 to 2011 demonstrated that the patient had developed subsidence and ectopic bone growth surrounding the l4 and l5 nerve roots. The patient has never recovered from her surgery, and she has daily, disabling pain that prevents her from performing many basic activities of daily living.